Manufacturer narrative:
Pt code: 2388 - not labeled. Device code: 2885 - not labeled. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the device recharge interval was every few days. The patient had never had problems, and had s, good history of recharging correctly, it was unknown was caused the device to discharge. Following the discharge the device was difficult to recharge. A physician recharge mode was attempted with success, but the battery was not recharged completely and discharged again 24 hours later. The hcp decided to explant the battery and put in a new one as the patient was in a lot of pain without the stimulation. It was reported that there was no patient injury. Both the hcp and the patient were happy with the new battery, and it was reported that the patient was doing well.

Event description:
It was reported that the pt's battery discharged and when the battery was rebooted it discharged again. There was no telemetry available when the healthcare provider tried to restart the device. The implantable neurostimulator was replaced. The pt was okay.

Manufacturer narrative:
(B)(4) .